Event description:
It was reported that this implantable pacemaker entered in safety mode. Due to this, this patient experienced fainting. This device was explanted and replaced. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Due to this, this patient experienced fainting. This device was explanted and replaced. This device was returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Memory review confirmed that the device exhibited memory corruption which resulted in the entering in safety mode. The data was corrected, and after this, the device was confirmed to be in primary operation. The cause of memory corruption could not be determined.